Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2013, explanted: (B)(6) 2016; addr01 ipg implanted (B)(6) 2013.

Event description:
It was reported that one of the right ventricular (rv) leads was returned to the manufacturer after being removed and replaced for system compatibility. The lead subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.